Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Per pi, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Because during the day, the level of hcg is affected by the amount of water impact. Root cause could not be determined due to insufficiency information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Event occurred in (B)(6). Report received of false negative hcg results for three patients. All patients reported to be in their first trimester. Laboratory results confirmed all three patients to be pregnant. Laboratory values not reported. No specific patient information provided. One of the patients reported to have had an ectopic pregnancy. No reported adverse patient sequela.